Event description:
The stent was prepped prior to insertion into the patient. When the lumen protector was removed from the distal tip of the stent system, the stent came off with it. This was noticed, the lumen protector was reinserted, along with the stent onto the catheter.